Manufacturer narrative:
The complaint of a subcutaneous catheter leak is confirmed, user-related. The damage found on the catheter features that are consistent with sharp instrument damage. The leak may be the result of inadvertent contact with a scalpel or similar instrument. The product instructions for use (IFU) warns the user to "avoid accidental device contact with sharp instruments..." Had the damage occurred during manufacturing, it would have been noted during both the MFR's leak test and when the user purged the air from the catheter prior to attempting insertion. According to the notes in this file the device had been in place for one day prior to the complaint incident. A lot history review (lhr) of revh0359 showed no other similar product complaint(s) from this lot number.

Event description:
PICC was slowly leaking at the 8cm mark, the day after it was inserted.